Event description:
The device was replaced due to upgrade. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed the device was at eos (end of service) and it was noted that telemetered battery voltage measures different from actual voltage. Upon further analysis, the device operated nominally, and no abnormal behavior was observed. Several attempts were made to reinduce the reported failure mode, but none were successful. The analysis was stopped at this point with the reported failure unconfirmed.